Event description:
It was reported that the autoclavable camera head had the upper right corner of the image appeared yellow. The issue was found during an inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.